Event description:
The customer reported that erroneous progesterone results were generated on an access 2 immunoassay system for an undisclosed number or patients over extended period of time. The customer indicated that this issue had been occurring sporadically over approximately an eight year period of time, however no data was provided to confirm the generation of erroneous results over this timeframe. The customer provided three examples of suspect patient progesterone results. One of the samples possessed initial and repeat progesterone results which met the precision claims of the assay and hence was not regarded as erroneous. This report represents the imprecise progesterone patient results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the repeat result generated from the same instrument was lower, within the same clinical range, but collectively the results were not within labeled progesterone assay precision claims. The initial progesterone result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was collected in a serum tube by antecubital venipuncture. The sample was given time to clot and was centrifuged prior to testing. The specimen was sampled from the sample cup and was tested within one hour of collection. The sample was normal in appearance. The customer provided additional patients' results however was not questioning the results of any other assays/patients. The instrument progesterone quality control results recovered within the customer's established ranges on the date of the event.

Manufacturer narrative:
Service was dispatched to the site for this event, however, the results of service have not been supplied to date. Mdrs associated with this event: 2122870-2012-00691 and 2122870-2012-00692.

Event description:
The customer provided four examples of suspect patient progesterone results. One of the samples possessed initial and repeat progesterone results which met the precision claims of the assay and hence was not regarded as erroneous.

Manufacturer narrative:
MDR associated with this report:2122870-2012-00691,2122870-2012-01818.

Manufacturer narrative:
Additional information was received by the manufacturer which indicated that the field service engineer verified instrument hardware without completing any repairs. (B)(4).